Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to erosion through the left corpora. The pump was riding too high and not fully inflating. Also, the silicone was worn on the left cylinder. The device was removed and replaced. There were no additional patient complications.